Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in used condition and had a scratched lcd lens. 'High alarm displayed: cassette not attached properly' and 'high alarm silenced: cassette not attached properly' messages were found in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the dso sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a "cassette was not attached" error. The event occurred during testing, there was no patient involvement.